Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient programmer was laced over both neurostimulators, the devices were found to be turned off on both sides. The patient had a CT scan on (B)(6) 2011 and the patient's sister did not think the devices were turned off prior to the CT scan. It was believed that the devices were turned off by the scan. When the left side neurostimulator was turned on the patient felt pain and as if her "body was on fire". The patient also felt as if she was chocking. The neurostimulator was turned off. It was later reported that when stimulation was turned on the patient stated "it was pulling". Inability to adjust stimulation and concerns with the patient programmer were also reported; however, it was determined that the patient programmer was working appropriately. The patient had an appointment scheduled for (B)(6) 2011. Additional information has been requested, but was not available as the date of this report. Refer to manufacturer report # 3004209178-2011-05779